Manufacturer narrative:
The investigation for high pressure purge has been completed. Pump and data logs were not returned for investigation. High purge pressure was reported during case. The cause of the high purge pressure issue was not determined since product was not returned and sufficient clinical information was not provided. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12451: f6/f8-should have been left blank. G1 manufacturing site name and address. G2 report source: foreign missing.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a 53-year-old male patient with a mitraclip was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported the purge pressure was 1030 mmhg and the pump flow dropped to 2 ml. Medical staff exchanged the purge cassette and added tissue plasminogen activator. Medical staff noted there were no kinks in the purge line, and no patient harm has been reported.